Manufacturer narrative:
The insulin pump alarmed motor error alarm during basic occlusion test due to loose protruded drive support disk however, the motor passed motor test. The insulin pump was received with minor scratched lcd window and broken reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a motor error during the prime process. No further details were given. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.